Event description:
Customer reported via phone, the insulin pump kept alarming no delivery and she noticed the reservoir wasn't empty. Customer stated when she presses the act button the device prompt to fill/rewind process. Customer was advised every time the device alarms it will prompt her to rewind or resume. No troubleshooting was performed for the no delivery alarm. Customer's blood glucose was not provided. Customer was advised to call back when issue reoccurred. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.